Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's lead revision on (B)(6) 2024 the physician nicked the new lead. The physician kept the lead implanted, and no other complications were noted.

Manufacturer narrative:
B3: event date is estimated.